Manufacturer narrative:
Evaluation- the device was not provided to assist with the investigation. No information regarding the event has been provided. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Impossible to comment on alleged injuries. There is no information to suggest the device was not manufactured to specifications. If additional information is received, the report will be re-opened for further investigation. We have notified appropriate personnel and will continue to monitor for similar events.

Event description:
It is alleged that patient received a cook gunther tulip on (B)(6) 2008 at (B)(6) by physician. It is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided. Patient outcome was not provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It is alleged that patient received a cook gunther tulip on (B)(6) 2008 at (B)(6) by physician. It is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided. Patient outcome was not provided.

Manufacturer narrative:
Evaluation- the device was not provided to assist with the investigation. No information regarding the event has been provided. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Impossible to comment on alleged injuries (wrongful death). There is no information to suggest the device was not manufactured to specifications. If additional information is received, the report will be re-opened for further investigation. We have notified appropriate personnel and will continue to monitor for similar events.

Event description:
It is alleged that "patient received a cook gunther tulip on (B)(6) 2008 at (B)(6)." It is alleged that patient was injured (wrongful death) without further explanation. Medical records were requested but have yet to be provided.

Manufacturer narrative:
Corrected data based on new information received: adverse event to adverse event and product problem. Serious injury to death (B)(4). The patient involved was reported to be deceased without further details, therefore this report is being submitted as ¿death¿ related as a cautionary measure. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 09jun2016 as follows: plaintiff allegedly received an implant on (B)(6)2008 due to bilateral massive pulmonary embolism and deep venous thrombosis. Plaintiff is alleging cardiac arrest and death. The patient involved was reported to be deceased on (B)(6)2010.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, cardiac arrest and death'. It is unknown if the reported patient death is related to the filter. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. A review of the complaint history, device history record, manufacturing instructions, specifications, and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended (e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava). Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism.